Event description:
It was reported that a user of the ilet bionic pancreas experienced low blood glucose during strenuous activity while keeping glucose near 120 mg/dl and not disconnecting the infusion set for exercise, with user education and troubleshooting performed. Symptoms included hypoglycemia. Outcomes included temporary disruption of daily activities. Investigation included review of user feedback and troubleshooting. Investigation of this case revealed use-related factors during exercise. It was concluded that, based on previously established findings for similar reports, the event was consistent with hypoglycemia associated with exertion. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.